Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device the device restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference event (device problem code). Evaluation: the device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device passed all testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pacer device failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.